Manufacturer narrative:
Correction: reportable aware date - of the initial should have been (B)(4), 2018 rather than (B)(4), 2018 as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. The right ventricular lead exhibited oversensing, rise in threshold from 1.0v to 5.0v and an upward trend of high voltage lead impedance. A chest x-ray reviewed on (B)(6) 2018, revealed a perforation. The lead had exited the pericardial sac. The patient had previously experienced a coronary artery bypass grafting procedure. The physician elected to monitor the patient since the patient was asymptomatic.